Manufacturer narrative:
The navio anspach emax 2 plus hand piece (UK), pfsr101209, s/n (B)(4) intended for use in treatment was not made available to the designated complaint unit for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is expected wear/tear. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during preventative maintenance and upon anspach drill testing, two anspach emax 2 plus hand pieces had an e6 error as they heated up beyond the abnormal limits to pass the test. No case involved; therefore, there was no patient involvement.